Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. A temperature change had occurred to the pump prior to the occlusion alarm declaring. System check was performed with tandem technical support. Customer resumed insulin delivery. Customer's blood glucose was 158 mg/dl.